Event description:
It was reported to medtronic neurosurgery that after the valve was implanted it was noticed that the flow was occluded. The valve was then revised. It was also reported that there was no impact to the pt.

Manufacturer narrative:
The valve was patent. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. The valve also met requirements for the siphon, reflux, leakage, and preimplantation testings. It however did not meet all of the requirements for the pressure-flow testings. Proteinaceous debris was observed in the interior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.